Event description:
A customer reported to baxter (B)(4) a one-link needlefree IV connector in which a leak was observed. According to the report, the one-link easily disconnects from the "connector" and solution leaks out. The process step is unknown. There was no report of patient involvement, injury, medical intervention, or adverse event related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. No conclusion can be drawn from the investigation. Root cause not determined. Baxter will continue to monitor similar reports to determine if further actions are required.